Manufacturer narrative:
No product return is anticipated, as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review, as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer reported, in 2008, needle stayed in injection site, and had it surgically removed.